Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the unit emitted sparks when it was plugged in at the wall.

Manufacturer narrative:
During analysis, the reported event could not be replicated. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the sparking was determined to be the power supply and not the cardiomems unit, which operated properly with a test power supply.

Event description:
Related MFR no. 3004936110-2020-00491.